Event description:
In response to a medwatch report, we are issuing an MDR concerning interference with wheel locks used on guardian easy care wheel chairs. ((B)(4)). The customer ordered wheelchairs with the standard push-to-lock wheel locks prior to sunrise implementing a change to the wheelchair to call out pull-to-lock wheel locks. Sunrise supplied replacement wheelocks to the customer. No injuries were reported prior to or after the change.

Manufacturer narrative:
The customer ordered wheelchairs with the standard push-to-lock wheel locks prior to sunrise implementing a change to the wheelchair to call out pull-to-lock wheel locks. Sunrise supplied replacement wheel locks to the customer. No injuries were reported prior to or after the change.